Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd phaseal optima injector blood leakage occurred between injector and mating component. Patient was delayed treatment.   The following information was provided by the initial reporter: 10:40 no acute distress, alert, oriented, no complaints of nausea voiced, provided call light within reach. No active bleeding and no dizziness observed and reported. Patient came to atc due to blood coming off from the chemo tubing. Patient's wife reported that they noticed the blood dripping on the pt's shirt around 10 am today and they went to acc accc sent pt to atc.. Upon assessment, the blood came back from the port needle to the tubing of the phaseal injector and blood was dripping to his shirt. The line was disconnected after the n40 phaseal injector. The blue case was still attached in correct position. The fluorouracil supposedly be disconnected after the radiation tx this morning. Patient did not go to radiation dept earlier due to this incident. Patient has skin rashes all over his body and he was seen by dermatologist yesterday as confirmed by his wife. The cadd pump remaining volume 68.1 ml. 10:50 the port line is hard to flush, unable to flush the line 11:00 reported the incident to dr. And with an order to discontinue the flurouracil before radiation.

Event description:
It was reported that while using an unspecified bd phaseal optima injector blood leakage occurred between injector and mating component. Patient was delayed treatment.   The following information was provided by the initial reporter: 10:40 no acute distress, alert, oriented, no complaints of nausea voiced, provided call light within reach. No active bleeding and no dizziness observed and reported. Patient came to atc due to blood coming off from the chemo tubing. Patient's wife reported that they noticed the blood dripping on the pt's shirt around 10 am today and they went to acc accc sent pt to atc.. Upon assessment, the blood came back from the port needle to the tubing of the phaseal injector and blood was dripping to his shirt. The line was disconnected after the n40 phaseal injector. The blue case was still attached in correct position. The fluorouracil supposedly be disconnected after the radiation tx this morning. Patient did not go to radiation dept earlier due to this incident. Patient has skin rashes all over his body and he was seen by dermatologist yesterday as confirmed by his wife. The cadd pump remaining volume 68.1 ml. 10:50 the port line is hard to flush, unable to flush the line 11:00 reported the incident to dr. And with an order to discontinue the flurouracil before radiation.

Manufacturer narrative:
H.6. Investigation: no physical samples that display the reported condition were provided for investigation. One photo was received which shows the optima injector connected to an infusion set. There is no visible damage or defect that can be identified within the photo. A device history record review could not be completed. Based on the available information we are not able to identify a root cause at this time.